Manufacturer narrative:
(B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address unknown / not provided.

Event description:
It was reported the implant fractured and was removed.